Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer has cancelled their service call. No work was performed by getinge. The customer performed the repairs themselves. The customer reported that they took apart the display console and unplugged/reseated all of the display cables. This corrected the problem and the iabp was returned to clinical use.

Event description:
A company service territory manager reported that while performing preventive maintenance on a cs300 intra-aortic balloon pump it failed the battery runtime test. No patient involvement or adverse event reported.